Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Patient "referred to an article (malygin s.e. Anaplastic large cell lymphoma in [patients] with silicone breast implants. Plastic surgery and cosmetology) where a... Patient was diagnosed with bia-alcl; in this patient, only CT showed a lesion, blood tests and ultrasound examination showed no findings;" markers of cd30+ and alk- have not been confirmed. The manufacturer of the device is unknown. The status of the device is unknown. The side of this record is unspecified.